Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up keypad button was intermittently unresponsive. It was reported the issue first occurred 2-4 weeks prior to the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/29/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/15/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up keypad button was intermittently responsive. There was evidence of keypad contamination found under the contrast, down, and up key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.